Manufacturer narrative:
Submit date: 1/13/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states that blood leakage was found at the artery port of the catheter and dialysis could not be operated.